Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor alarmed a lost sensor alarm. Customer's blood glucose was 240 mg/dl. Customer reported the cannula was missing from the sensor after it was removed from the body. Customer was advised that the sensor will be replaced. Customer will not be returning the sensor for analysis.